Event description:
A customer reported experiencing a continuous glucose monitor (cgm) error, specifically error 42. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, where complete pump reset information was provided, and the customer was guided through the pump reset process. After the reset, the error code did not reappear, and the customer successfully started their sensor session without further issues.